Manufacturer narrative:
(B)(4).

Event description:
The customer reports the sheath introducer broke at the hub while in use on a patient. There was no patient injury. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer provided one photo of a peel-away sheath. The sheath displayed signs of use in the form of biological material. The sheath tab was broken from the sheath body. Full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit cautions the user, "do not withdraw dilator until sheath is within vessel to minimize the risk of damage to sheath tip." The reported complaint of sheath tab broken during use was confirmed by visual inspection of the customer provided photo. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the sheath introducer broke at the hub while in use on a patient. There was no patient injury. Therapy was not delayed/interrupted.